Event description:
It was reported that the pt has elevated blood work and a mark on the hip. Starting from (B)(6), she has had constant pain until about a month ago, but she still has a tight feeling like rubber bands are around it.

Manufacturer narrative:
At this time the pt was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.